Manufacturer narrative:
Isi has received the monopolar curved scissors instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the instrument was missing a fragment. The instrument was found to have a broken tube extension. A fragment from the tube extension measuring approximately 0.285 x 0.504 was missing. The known common cause of this failure is due to mishandling/misuse. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the initial reporter alleged that a fragment from the monopolar curved scissors instrument was missing. However, at this time, the location of the missing instrument fragment is unknown. It is also unknown if the missing fragment fell inside the patient and was retained.

Event description:
It was initially reported that during a da vinci-assisted partial nephrectomy procedure, the surgical staff noticed that the monopolar curved scissors instrument had a crack. Once the crack was identified, the surgical staff attempted to remove the instrument from the patient. In order to do so, the surgical staff had to remove the instrument along with the cannula. After removing the monopolar curved scissors instrument from the cannula, the surgical staff noticed that a fragment from the instrument was missing. The surgical staff was unable to locate the missing instrument fragment. On 11/29/2016, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: the robotics coordinator was called into the operating room when the crack on the instrument was first noticed. According to the robotics coordinator, the surgeon was able to use the monopolar curved scissors instrument for almost the entire surgical procedure without any issues. The instrument was reportedly uninstalled and reinstalled multiple times during the surgical procedure. She was unable to confirm whether or not the instrument's wrist was straightened each and every time the instrument was uninstalled and reinstalled. There were no reports of any instrument collisions during the surgical procedure. Towards the end of the surgical procedure, the surgical staff noticed a crack on the distal end of the instrument. When the surgical staff attempted to remove the instrument, they noticed that the distal end of the instrument was getting stuck on the end of the cannula. The surgical staff had to uninstall the cannula in order to remove the instrument. The robotics coordinator stated that the surgical staff had to use force to remove the instrument from the cannula. After removing the instrument, they noticed that a fragment on the distal end of the instrument was missing. The surgical staff searched for the missing fragment inside and outside of the patient. The missing instrument fragment was not found. After thoroughly searching the cannula, the cannula was reinserted into the patient and the surgical procedure continued. No x-rays were performed. The robotics coordinator stated that the surgeon felt comfortable that the missing instrument fragment was not inside the patient. The surgical procedure was completed with no post-operative complications reported. In relation to the reported event, isi received FDA uf/importer report 340047-2016-0019 from the site on 11/28/2016 with the following event description: during robotic assisted laparoscopic radical prostatectomy a 1.5 cm piece of plastic sheath from the monopolar curved scissors came off of the device and could not be located. The scissors were noted to have a crack in the plastic housing during the case. The instrument and port were removed and a piece of the plastic housing was noted to be missing. The surgical team inspected the surgical field and the abdomen through both the camera and airseal port. They also extended the port incision and inspected the abdominal wall. They were unable to locate the missing fragment. In addition, the FDA uf/importer report (B)(4) notes the following same information: date of event = (B)(6) 2016, model = 470179; lot n11160825 0183.

Manufacturer narrative:
The first sentence of the event description noted in the initial MDR submitted on 12/09/2016 should read as: it was initially reported that during a da vinci-assisted prostatectomy procedure, the surgical staff noticed that the monopolar curved scissors instrument had a crack.